Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, possibility of an allergic reaction occurred. The physician placed a taxus express2 3.0x16mm drug eluting stent to the lad using a cordis xb guide catheter and cordis atw guidewire. The groin was closed with starclose. No patient injuries or complications occurred during this procedure. Patient status post procedure was satisfactory. Approximately 1 week post procedure. The patient presented with fever, polyarthalgais "joint pain" and a rash. Tests performed found a decrease in patient's white count. The patient was treated with steroids and at the time of this report was responding to treatment. The physician states he cannot confirm that this event was stent related.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct prodduct analysis is available.